Manufacturer narrative:
Height: (B)(6). Based on the available information, this event is deemed to be a serious injury. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reported that his peristomal skin is red, painful, open and weepy around the stoma where the stomahesive paste is applied. He first noticed this condition approximately 3 weeks ago after he began using the stomahesive paste. He was admitted to the hospital on (B)(6) 2016 due to the peristomal skin issue. He stated that he was prescribed morphine for the pain and given calmoseptine ointment for the peristomal skin. The redness and pain have since decreased.